Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history review (DHR) could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the catheter did not advance well and resulted in blown veins and multiple IV sticks to oncology patients. The catheters easily bent and kinked causing damage to the veins. Small catheters (22-24) were used for patients who have many treatments sometimes lasting years. No patient injury was reported.